Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of organs/perforation (fallopian tubes)") and device expulsion ("expulsion of essure device") in a female patient who had essure (batch no. A36626-invalid) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, breast cancer, hypertension, trigeminal neuralgia, dyspnea, pain in face, menorrhagia and dysmenorrhea. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), fatigue ("fatigue") and weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (bilateral) and oophorectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device expulsion, pelvic pain, fatigue and weight increased outcome was unknown. The reporter considered device expulsion, fallopian tube perforation, fatigue, pelvic pain and weight increased to be related to essure. The reporter commented: current weight 210 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.8 kg/sqm. Hysterosalpingogram - in 2013: total bilateral occlusion ultrasound scan vagina - on (B)(6) 2016: thickened hetero-genous endometri. Most recent follow-up information incorporated above includes: on 24-sep-2018: update of information (batch is invalid). Incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of organs/perforation (fallopian tubes)") and device expulsion ("expulsion of essure device") in a female patient who had essure (batch no. A36626) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, breast cancer, hypertension, trigeminal neuralgia, dyspnea, pain in face, menorrhagia and dysmenorrhea. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), fatigue ("fatigue") and weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (bilateral) and oophorectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device expulsion, pelvic pain, fatigue and weight increased outcome was unknown. The reporter considered device expulsion, fallopian tube perforation, fatigue, pelvic pain and weight increased to be related to essure. The reporter commented: current weight 210 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.8 kg/sqm. Hysterosalpingogram - in 2013: total bilateral occlusion ultrasound scan vagina - on (B)(6) 2016: thickened hetero-genous endometri most recent follow-up information incorporated above includes: on 7-sep-2018: pfs received. New reporters added and reporter information updated. Plaintiff demography added. Product lot number received. Implanted date, explanted date and product indication updated. New events added- expulsion of essure device, weight gain and fatigue. Event verbatim was updated to perforation of organs/perforation (fallopian tubes) and pt was updated to fallopian tube perforation. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (surgery to remove the essure). Essure was removed in (B)(6) 2016. At the time of the report, the perforation and pelvic pain outcome was unknown. The reporter considered pelvic pain and perforation to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.